Event description:
It was reported that the ilet user experienced fluctuating blood glucose (bg) from 40 mg/dl to 512 mg/dl. The hyperglycemia occurred after the user ate dinner while bg was low and did not meal announce. A subsequent supply change was performed, and the pump appeared to function appropriately. Symptoms included hypoglycemia and hyperglycemia with associated chest pain, dry mouth, and malaise. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage issue related to improper or incorrect procedure, specifically failure to follow instructions involving meal announcement, with relevance to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.